Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to moisture damage lcd board. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 12.5 mmol/l at the time of the call. The customer states the screen went completely blank and would not turn on. The display did not return after inserting a new battery. The customer stated that the insulin pump was not dropped by accident. The customer state there is some cracks on the pump. The insulin pump will be returned for analysis.